Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: blood glucose (bg) has been over 600mg/dl for the past 3 days; no symptoms, no ketones, and the health care provider (hcp) told him to call to get a new pump. Patient reports he has corrected via pump but bg remains elevated; took 10 units via syringe just recently to see if he could bring bg down. Customer support (cs) review of the pump found no related alarms; bolus history shows all boluses delivered basal history showing basal being delivered adequate prime volume pump is not suspending tdd adding up. Cs instructed patient that there is nothing to indicate a mechanical problem with his pump; also instructed patient that there is nothing to indicate a problem with his site/set/cartridge. Cs advised patient to be evaluated by his hcp for scar tissue, as he has used the same area for many years and no evaluation for scar tissue has ever been done. Patient agrees. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.